Event description:
It was reported that this right ventricular (rv) lead exhibited an impedance value greater than 2000 ohms and high thresholds. It was noted that the lead fracture was suspected. There was no pacing failure. This lead was capped and replaced with a new rv lead. No additional adverse patient effects were reported.